Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope exhibited error b30 (scope communication error). The issue occurred before a bronchoscopy procedure, which was completed with a different device. There were no reports of patient harm.

Event description:
It was reported that the bronchofibervideoscope exhibited error b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.